Manufacturer narrative:
The device was returned in an opened non-company peel pouch. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted back to the loading area. No damage observed. The lens was returned outside the device in the opened non-company peel pouch. Viscoelastic was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was torn/cut into two portions, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was provided. The root cause could not be determined for the broken haptic. The lens with broken haptic damage was returned outside of the device. The broken haptic portion was not returned. The "injector failure" was not specified. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: ¿ if the operating room temperature is too high ( 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ophthalmic viscosurgical device ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the intraocular lens (iol) broke due to injector failure. Also, the two haptics were folded correctly but when injected inside one of the haptics was fractured. Additional information received stated that patient had right eye phaco surgery. The lens was removed and replaced with another lens in an initial procedure. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).